Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the implant dislocated after the patient fell.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The visual inspection of the returned insert shows significant damage to the lock detail and the surface of the insert. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted the insert had some burnishing on the superior articulating surface. Deformation on the anterior of the insert, potentially caused by a tool during extraction, extended from the superior to the inferior surface. The inferior surface was burnished and deformed. Part of the posterior locking mechanism had been torn off. The post of the insert was also burnished and deformed. The insert potentially experienced a sudden force or impact which damaged the posterior locking mechanism and loosened the component. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.